Manufacturer narrative:
G4 - premarket / 510(k) #: k160514, k222568.

Event description:
It was reported that device contamination occurred. An opticross 18 was selected for use. However, it was noted that there was a hair (foreign matter) within the sterile packaging. The procedure was completed using another catheter. No patient complications were reported.

Event description:
It was reported that device contamination occurred. An opticross 18 was selected for use. However, it was noted that there was a hair (foreign matter) within the sterile packaging. The procedure was completed using another catheter. No patient complications were reported.

Manufacturer narrative:
G4 - premarket / 510(k) #: k160514, k222568. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. Visual inspection was performed, and no issues or foreign matter were observed in the returned package. No other issues were identified during the product analysis.